Event description:
A dialysis reported that smoke and fire were seen coming from the back of a machine during heat disinfect. The staff was able to extinguish the fire. There was no staff or patient injury.